Event description:
A customer reported that the system would not change procedure steps using the side down buttons on the footswitch during a cataract with intraocular lens implant procedure. The footswitch was exchanged and the case was able to be completed with a delay of three minutes. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable becomes available. (B)(4).